Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("profuse bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent major cauterization). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received-reporter information was added. Event: profuse bleeding was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/complication during removal surgery breakage.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital hemorrhage ('profuse bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and she underwent major cauterization). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital hemorrhage, heavy menstrual bleeding, psychological trauma, urinary tract infection, alopecia, tooth disorder, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital hemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015. Patient received treatment for- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain¸ menorrhagia, metrorrhagia, device breakage, psych injury, urinary track infection, hair loss, dental problems, weight gain, gi conditions and hormonal changes. Discrepancy noted in removal details: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/complication during removal surgery?breakage.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('profuse bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and she underwent major cauterization). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, psychological trauma, urinary tract infection, alopecia, tooth disorder, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Patient received treatment for- dysmenorrhea, dyspareunia, ), pelvic pain, abdominal pain, back pain¸ menorrhagia, metrorrhagia, device breakage, psych injury, urinary track infection, hair loss, dental problems, weight gain, gi conditions and hormonal changes. Discrepancy noted in removal details: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: reporter information and rcc notes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/complication during removal surgery?breakage.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('profuse bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and she underwent major cauterization). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, psychological trauma, urinary tract infection, alopecia, tooth disorder, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 patient received treatment for- dysmenorrhea, dyspareunia, ), pelvic pain, abdominal pain, back pain¸ menorrhagia, metrorrhagia, device breakage, psych injury, urinary track infection, hair loss, dental problems, weight gain, gi conditions and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- new events device breakage, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain¸ menorrhagia(heavy menstrual bleeding), metrorrhagia(bleeding b/w periods), psych injury, ectopic pregnancy, device ineffective, urinary tract infection, hair loss, dental problem , weight gain, gi conditions and hormonal changes were added. Reporter and patient demography added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/complication during removal surgery?breakage.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('profuse bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and she underwent major cauterization). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, psychological trauma, urinary tract infection, alopecia, tooth disorder, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Patient received treatment for- dysmenorrhea, dyspareunia, ), pelvic pain, abdominal pain, back pain¸ menorrhagia, metrorrhagia, device breakage, psych injury, urinary track infection, hair loss, dental problems, weight gain, gi conditions and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/complication during removal surgery?breakage.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('profuse bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), tooth disorder ("dental problem") and gastrointestinal disorder ("gi conditions"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and she underwent major cauterization). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, psychological trauma, urinary tract infection, alopecia, tooth disorder, weight increased, gastrointestinal disorder and hormone level abnormal outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 patient received treatment for- dysmenorrhea, dyspareunia, ), pelvic pain, abdominal pain, back pain¸ menorrhagia, metrorrhagia, device breakage, psych injury, urinary track infection, hair loss, dental problems, weight gain, gi conditions and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.